Manufacturer narrative:
Evaluation results: related to operational context (event is most likely procedural related). Evaluation conclusion: operational context caused or contributed to event (event is most likely procedural related).

Event description:
Device evaluation: a visual inspection was performed on the device and traces of blood were detected into the inflation line. The balloon was returned unfolded. A 0.035" gw was passed from tip to the hub without friction or abnormalities. Negative pressure was applied connecting a manometric syringe to the inflation luer port, however the lumen was occluded by dried blood at 30 cm from the tip, so just the hub bonding/welding were confirmed as no leakage detected. A needle was bonded to the inflation line at 15 cm from the tip in order to perform inflation. The balloon was inflated connecting a manometric syringe filled by blue water to the needle port, however it was not possible to reach nominal pressure due to a leakage detected on the distal side of the balloon. Balloon was analyzed by microscope and a cut was detected on the surface of the balloon. The shape of the cut found it is reasonable to address to a scratch. The balloon was removed and the marker profile was controlled, however no sharp edges were found. No other abnormalities detected on the device returned.

Event description:
Physician was attempting to treat a lesion in the sfa using in.pact admiral paclitaxel eluting balloon catheter. It was reported that the balloon burst when inflated to nominal pressure. The lesion was pre dilated prior to use with the in.pact admiral device. No issues were noted when crossing the site lesion. Another in.pact admiral balloon was used to complete the procedure. There was no injury to patient reported for this event.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). Evaluation conclusion: conclusions not yet available ¿ evaluation in progress. (Based on the information available no root cause can be determined). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.